Event description:
Corrected information was received that the device has not been explanted and remains implanted in the patient.

Event description:
It was reported that episodes of noise resulting in oversensing and pacing inhibition were observed on the device. Provocative testing was performed and the noise was able to be reproduced. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.